Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 16-0x20e6. There was no reported impact on the customer's blood glucose level as it was unknown or declined to answer whether it exceeded 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer was provided with a replacement pump featuring updated software and received instructions on proper storage and return procedures for the faulty pump.